Event description:
A report that a patient developed a superficial incisional infection was received. Symptoms were redness and a small amount of drainage. The physician prescribed antibiotics to the patient and does not believe that the infection was device related.